Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex colonic stent was to be used to treat a malignant colonic obstruction during a colonoscopy with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, following stent deployment, the stent delivery system was difficult to be reconstrained. Reportedly, when the delivery system was removed from the patient the stent came out together with it. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable..

Manufacturer narrative:
Updated with the additional information received on january 10, 2019. Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Corrected based on the additional information received on january 10, 2019.

Event description:
It was reported to boston scientific corporation on december 11, 2018 that a wallflex colonic stent was to be used to treat a malignant colonic obstruction during a colonoscopy with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, following stent deployment, the stent delivery system was difficult to be reconstrained. Reportedly, when the delivery system was removed from the patient the stent came out together with it. The procedure was completed with another wallflex colonic stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on january 10, 2019. According to the complainant, the lesion was 5cm, and the patient's anatomy was not dilated prior to stent placement. The patient has a previous stent from another company. It was reported that during the procedure, the handle was fully deployed, but the stent was only 90% deployed. The stent was partially deployed on the delivery system when it was removed from the patient.